Event description:
The customer called for assistance with performing a control test. He received a control test result of 15 mg/dl. The normal control range was 106-146 mg/dl. No adverse events were alleged. The customer was advised to return his test strips for evaluation. Replacement test strips and a new meter were sent to the customer.